Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found a lead abrasion from 7.3 cm to 7.5 cm from the connector pin. Abrasions are indicative of exposure to constant friction with a another implantable device.